Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to foreign material may not have been removed due to imperfection of proper reprocessing caused by leakage in the device. The event can be detected and prevented by following the instructions for use (IFU) sections: -operation manual chapter 3 preparation and inspection shows how to detect the event. -reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found remnants of white crystallized contamination which is believed to be an infacol (simethicone) type product within the j channel. The j channel is cloudy in appearance and the possible cause for the channel contamination is user handling. Additional evaluation findings were as follows: light cover glasses, the optical cover and the distal end adhesive were worn, the scope connector had water leakage/excessive fluid ingress and the image condition failed due to blurred image. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the image was blurry and in places it was hard to see on the evis lucera elite gastrointestinal videoscope. The issue was found during maintenance. Inspection and testing of the returned device found there was contamination evident in the j/auxiliary water channel. There was no report of delay or harm to a patient or user. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.